Manufacturer narrative:
The investigation for the reported low flow and optical signal issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Data logs were reviewed and 5s parameters were within expected range for the entirety of the case, indicating no malfunction of the sensor itself. Many ps low alarms and suction alarms were seen throughout support, indicating poor patient condition. At the beginning of the case, flows are as expected. They then drop as support continues to <1 l/min. The ps drops as well to around -10 mmhg. Suction and ps low alarms continue throughout the case. Therefore, the root cause of the low pump flow is most likely due to patient condition. No issue with the optical sensor was found. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, a damaged sensor and low flow issue were noted. Support was maintained despite the noted issues. There was no harm to the patient.